Event description:
The customer reported bloody fluid on the top of the sample tubes after aspiration on the unicel dxh 800 coulter cellular analysis system. The volume was reported as several drops and the leak was contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found the probe wipe was not aspirating during the cleaning cycle and sample left on the needle was draining back to the tube stopper. The fse replaced the probe wipe to resolve the leak reported. (B)(4).